Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. Subsequently, this pacemaker was used as a temporary pacing device attached to a newly implanted temporary pacing lead until the infection clears out. There were no additional adverse effects reported. The product was subsequently explanted.